Event description:
It was reported that during lap gastric bypass surgery there were 5 trocars used that leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with the 5th trocar with no pt consequence.

Manufacturer narrative:
Improper/insufficient weld, fractured clear lens instrument b and e: batch#e9el23, exp date: 12/22/2011; mfg date: 01/22/2008. Eval summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired 9 clips conforming, 1 clip with gap and 1 double feed. In addition the orange indicator did not show up completely. The clip was protruding from the jaws, however, the jaws were in good physical condition. The analysis results found that the b12lt instrument b was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the manufacturing process. Additionally the lens of the obturator was noted to be cracked. The analysis results found that the b12lt instrument c was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the manufacturing process. Additionally the lens of the obturator was noted to be cracked. The analysis results found the instrument d was returned and non functional. The instrument failed the leak test as the top and lower ring of the inner seal assembly were found to be cracked. Additionally the lens of the obturator was noted to be cracked. The analysis results found that the b12lt instrument e was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the manufacturing process. Additionally the lens of the obturator was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.